Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient lost consciousness and was transported to the hospital by ambulance. Either in the ambulance or upon arrival at the hospital, the patient suffered a heart attack. At the hospital the patient was diagnosed with pneumonia and diabetic ketoacidosis. The blood glucose results were not provided. The hospital stopped pump therapy and treated the patient with lantus solostar and humalog injections. Later, the patient was reconnected to pump, however blood glucose levels rose abruptly. The doctor assumed that the infusion device is defective and the patient will use insulin pen therapy. The patient was discharged from the hospital on (B)(6) 2020 and her current condition is stable.